Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the resistance/movement was not determined. There were not multiple pipeline devices being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The device did not jump during deployment. The catheter was not moved during deployment.

Manufacturer narrative:
H3: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis. The pipeline flex shield device was returned within the catheter. The pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found no other anomalies were observed. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The pipeline flex shield device was pushed out without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Based on the analysis findings, the pipeline flex shield and phenom 27 catheter were not confirmed to have to have resistance as no defect was found with returned phenom 27 catheter and pipeline flex shield pushwire. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (228821646). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure involving the pipeline flex shield, a pushwire and capture coil became stuck during retraction. The patient had a medical history of arterial hypertension and an unruptured saccular aneurysm located in the choroid segment. The aneurysm measured a maximum diameter of 3 mm and a neck diameter of 2 mm. Landing zone: distal: 3 mm and proximal: 3 mm. The accessed vessel was the femoral artery with a diameter of 5 mm. Vessel tortuosity was normal and also noted to be minimal. The procedure began with a femoral puncture, advancing an intermediate catheter to the cavernous segment, followed by the phenom 27 microcatheter to the middle cerebral artery. The pipeline flex was advanced, but during deployment, it fell at the level of the aneurysm. Upon recapture, the distal coil of the sheath was released from the diverter and introduced alone into the microcatheter, while the stent was not. The physician attempted to retract and advance the guidewire, but the diverter was neither collected nor released. The entire system was removed without complications, and another microcatheter and pipeline were successfully implanted. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was successful. The pushwire was noted to be damaged. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no damage observed to the catheter. There were no complications or injuries to the patient.